Manufacturer narrative:
Date sent to the FDA: 04/20/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that prior to the thermal ablation procedure, a polypectomy was performed. During the procedure, the surgeon put 80cc in the balloon, but only removed 35cc. The patient had severe pain the night of the procedure and she went to the ER for evaluation. Norco was prescribed for the pain. The surgeon saw the patient on (B)(6) 2011 for persistent llq and thigh pain. The surgeon is unsure why the patient is having that pain. The physician will see patient again in two weeks. Conclusion: the actual device involved in this event was returned for evaluation. There were no visual defects found. The catheter was found to have a hole in the balloon.

Event description:
It was reported that a patient underwent a thermal ablation on (B)(6) 2011 for menorrhagia. After six minutes and eleven seconds into procedure, the pressure fell. The surgeon attempted to put more fluid into the balloon and the balloon herniated into the cervix. The physician removed the device from the patient and noted a 10cc fluid deficit. The physician examined the balloon and no hole was noted. The physician attempted to reuse the device so patient could have a total of eight minutes of therapy, but she was unable to insert more fluid. A hysteroscopy was performed and the physician opines that the patient did not need an additional thermal ablation. The patient reported significant post-operative pain. She was given one dose of toradol in the office, and a prescription for tramadol to take at home. While at home, the patient experienced abdominal pain and right leg pain.